Manufacturer narrative:
The longevity estimation anomaly near elective replacement indicator (eri) was confirmed by reviewing the data in the device image and session records. The longevity overestimation was determined to be due to an estimation inaccuracy in the merlin programmer remaining longevity calculation. This report is being submitted for the programmer as a part of the programmer longevity estimator software error field action (FDA recall number: fa-q222-crm1) set of complaints. Should any additional information be obtained, a supplemental report will be issued.

Event description:
Related MFR report number: 2017865-2023-22870. This report is to advise of an event observed during analysis.